Event description:
It was reported to philips that flat detector failure due to cooling liquid leak on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced flat detector and repaired cooling tubes. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).